Event description:
It was reported that during a polypectomy procedure the snare failed to cut cleanly. The target polyp was located in an unspecified "gastro" location, a sensation micro oval snare had been advanced to the target polyp. During polyp removal, the snare did not cut through the polyp cleanly and "tore" the tissue. The unspecified type of cautery was switched out. The physician attempted to remove another polyp in an unspecified location and the same malfunction occurred. There was no bleeding noted with the torn tissue. The procedure was completed with this device. There were no additional patient complications reported with the patient's current condition listed as "fine".

Manufacturer narrative:
Device analysis: the unit was not returned by the customer; therefore product analysis could not be performed. Device history record review was performed. Device history record review was performed and no issues were noted. The most probable root cause of the reported complaint could not be determined.